Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the large suturecut needle driver instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernial surgical procedure, a large suturecut needle driver instrument was noted to have broken cables. No fragment fell into patient. The procedure was completed with no patient harm, adverse outcome, or injury. The issue did not cause any delay. Intuitive surgical (is) obtained the following additional information regarding this event: the instrument has been inspected before use and there was no damage or anything unusual. The instrument did not collide with another instrument or tool during the procedure. There were no problems with opening/closing the jaws, left/right movement of the jaws, or up/down (pitch) movement of the wrist. There is at least one cable visibly protruding from the distal end of the instrument, but it is unknown whether the protruding cable(s) control(s) the opening/closing of the jaws or the up/down movement of the wrist.

Manufacturer narrative:
The large suturecut needle driver instrument was analyzed and found to have a frayed grip cable at the idler pulley location. The cable was frayed, but the cable was not fully broken. Some bundles of the frayed cable strands stuck out at the wrist. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.